Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened and creased act button down switch and corroded keypad traces. Unable to perform a21 error test due to button keypad anomaly. Unable to verify unit left at display with unit left at a water test fill reservoir due to keypad anomaly. The backlight is functioning properly. No unexpected vibration anomalies were noted. The insulin pump has cracked case at display window corners and minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the customer's insulin pump gave an unexpected restart alarm, the buttons were not working, the screen was lit up and it was showing the reservoir was empty, despite the reservoir being full. The insulin pump then reportedly began to vibrate. The batteries had been removed and replaced in the insulin pump, causing the unexpected restart alarm. It was stated it had been raining, but the insulin pump did not get more wet than usual. It was advised to discontinue use and revert to a back-up plan. Nothing further was reported.